Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/19/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw and twisted away at the tip with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 01/29/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000433775 history record review was completed. There's one ncmr; rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire separated from the jaw upon opening the package. Product never touched the patient. They decided to open another kit to do the case. There was no procedural delay reported. The case had not started yet when this was noticed. Patient was in the room. No patient harm.